Manufacturer narrative:
Additional information was received that indicates this event does not meet malfunction reporting criteria. This event therefore is not reportable.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. Two days after the procedure in the ICU, it was noticed that some kind of part was broken when the drainage was activated. The exact part of the breakage is unknown. Another reservoir was used and had no problems. There were no adverse patient consequences reported.